Event description:
It was reported that during a trans hiatal esophagectomy procedure, the cartridge kept popping out of the device, outside of the patient. Another device with the same reload was used to complete the procedure. No adverse consequences reported. One device will be returned.

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was received in good visual condition and with three reloads present. The returned reloads were partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without any difficulties and did not fell out during functional testing.